Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient did not receive pacing due to myopotential oversensing caused by noise. Programming changes will be made during the next follow up. Patient condition is stable.